Manufacturer narrative:
This device is not available for return at this time as it is still in service. No further information concerning this report is currently available. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient received five inappropriate shocks due to atrial fibrillation and then received five additional shocks due to oversensing of noise, resulting in therapy exhaustion. The patient was brought into the clinic and the entire system was reprogrammed for therapy optimization. The system is still in service at this time. No adverse patient effects were reported.